Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an autotome -sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure while the physician was trying to cannulate the papilla, the device exited the tip of the scope and the tip butterflied open. There were no pt complications reported as a result of this event. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device catalog number and lot number; therefore, the device MFR date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is identified, a supplemental medwatch will be filed. (B) (6).